Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a f/u report will be submitted.

Event description:
Rec'd info that customer initiated a bolus and did not see continuous drops of insulin coming out of tubing when disconnected from the site. Reportedly, no occlusion alarm occurred. Customer's blood glucose level has been high but was not high at the time of the report.